Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. No root cause was identified, as no evidence of product malfunction was observed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a infusor had underinfused during patient use. A volume of 40 ml was infused over the course of 67 hours, instead of the customer's expected 130 ml in 65 hours. The device was filled with a 130 ml solution consisting of 40 ml of 0.1% ropivacaine hydrochloride hydrate, 10 ml of fentanyl citrate, and 80 ml of saline. There was patient involvement, however there was no report of adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample containing no fluid in the reservoir. Visual examination of the sample showed no sign of physical abnormality. An accuracy flow test was performed on the sample. At the end of the flow test period, the infusor produced functional results within the specification range. The device performed as expected. If additional relevant information becomes available, a follow up report will be submitted.